Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 400 mg/dl. Troubleshooting was not performed and no further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.